Manufacturer narrative:
The product was not returned for evaluation. A review of the manufacturing records could not be done without a lot number. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient's clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Without return of the product, it could not be determined if damages or defects were present on the dpt. It remains unknown if any clinical factors may have contributed to the event. No actions will be taken at this time.

Event description:
As reported, the dpt measured the arterial blood pressure significantly higher than the non-invasive blood pressure (cuff). The values reported were 79/70 (arterial) and 185/92 (non-invasive). After the dpt was changed, the arterial and cuff blood pressures correlated. As reported, there "reinstatement of noradrenaline" as a result. No actual injury was reported. Several alarms did appear on the monitor but details were not provided; it could not be determined if the alarms were related to the values displayed or issues with the signal.

Manufacturer narrative:
(B)(4)